Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) and implantable transvenous defibrillation lead exhibited non-reproducible noise on the rate/sense channel resulting in pacing inhibition in this pacemaker dependent patient. The patient reported feeling some dizziness and that this happened during a time when he was severely constipated. All lead measurements are stable and normal. The patient does have an old right ventricular (rv) lead still implanted, but not used. There have been no episodes for the past 4 months. It is reported that an x-ray was done previously and did not show any abnormalities.